Event description:
Pt was undergoing a lobectomy procedure. Co's device was placed on left thigh of pt. Burn was noted on left thigh of pt after removal of the plate. Two lesions were noted and reported to be third degree (two square centimeters in size). A cream was applied to the burns.